Event description:
It was reported that customer had to call ambulance due to low blood glucose level. The customer¿s blood glucose level was 1.4 mmol/l at the time of the incident. Customer treated with emergency room. Customer experienced symptoms such as unconscious. It was unknown that auto mode feature was active or not at the time of event the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported emergency medical service being dispatched for customer's low blood glucose of 1.4mmol/l on (B)(6) 2022. Customer's mother found her unconscious at 8:10am. Glucagon and food were given. Ambulance was dispatched and arrived at 8:35am. Caller also received transmitter last week and it was not connecting to the pump. Helpline re-paired transmitter to pump without issue but sensor would not connect. Caller does not have a green test plug. Helpline will replace the transmitter. Customer is hypoglycemia unaware and needs her sensor. The insulin pump was likely used at the time of the incident. It is unknown if sensor was used. It is unknown if auto mode was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.